Manufacturer narrative:
Age at time of event, date of birth: the patient's age was not provided. The article noted the average age for patients included in the "traditional npwt" group was 61.9. Sex: females and males were included in this article. Weight: the patient's weight was not provided. The article noted 38 patients had a bmi less than 30, 12 patients had a bmi between 30 and 34.99, 8 patients had a bmi between 35 and 39.99, and 5 patients had a bmi of 40 or greater. Date of event: the specific date is unknown. The article noted patients underwent emergent celiotomy between (B)(6) 2013 and (B)(6) 2014. The device type/identifiers were not provided, and the devices were not returned. Based on the information provided, it cannot be determined that the alleged infections are related to the v.a.c.® therapy system. It is unknown what type of medical or surgical intervention was performed. The patients in the traditional npwt group has open wounds; therefore, the fascial dehiscence sso is not applicable to this group. The physician could not provide any additional clinical or device information. The device type and identifier were not provided; therefore, a device evaluation could not be performed. V.a.c.® therapy device labeling, available in print in online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals, and instillation therapy parameters (for v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On 26-mar-2021, the following information was received by kci after a review of journal article, regner, justin, et al. Comparison of a standardized negative pressure wound therapy protocol after midline celiotomy to primary skin closure and traditional open wound vacuum-assisted closure management. Proc (bayl univ med cent). 2018;31 (1): 25-29. Https://doi.org/10.1080/08998280.2017.1400312. Page 26 defines sso [surgical site outcomes] as post-operative superficial surgical site infections [ssi], deep space ssi, organ space ssi, return to the operating room, and fascial dehiscence. Page 27 noted in table 1: sixty-four of the one-hundred fifty-nine patients were in the traditional npwt [negative pressure wound therapy] group utilizing v.a.c.® granufoam¿ dressing on open wounds. Fourteen of the patients in the traditional npwt group experienced an sso. Nine of the fourteen patients that experienced an sso required a second operative or procedural intervention. One patient developed an enterocutaneous fistula. The remaining four patients that experienced an sso developed superficial ssi's requiring drainage and further open npwt. Page 28 under discussion noted "this study has several limitations. First, the study was retrospective chart review and was subject to selection bias... Second, the study was not appropriately powered to detect a difference in sso's, we wound have needed to enroll 670 subjects." On 02-apr-2021, the following information was provided to kci by the physician: no additional clinical or device information can be provided. The v.a.c.® therapy type and device identifiers were not provided; therefore, a device evaluation could not be completed. Refer to MDR 3009897021-2021-00083 for the nine patients that experienced an sso (deep space ssi, organ space ssi, return to operation room) that required second operative or procedural intervention. Refer to MDR 3009897021-2021-00081 for the one patient that developed an enterocutaneous fistula.